Event description:
It was reported that during a da vinci s hysterectomy procedure, the pk dissecting forceps instrument would not open and the mobility of the joint on the instrument was limited. It was also reported that the wire on the instrument was broken. There were no missing or fallen pieces reported. The planned surgical procedure was completed an no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusions: the instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks.